Manufacturer narrative:
Investigation results: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was flushed with water and a leak was seen coming from the filter vents. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. The leak can indicate that there was a blockage in the filter. The customer complaint was verified, however, the definitive root cause is unknown. A possible cause is the filter is working as intended by filtering out larger globules from the medication. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, filter clogging and then it was causing too much air in the line and the pump would not infuse the med. Additional information: no harm to patient. Just increased length of stay/infusion time. Nursing time taken up and pharmacist time taken up fixing the set.